Event description:
It was reported that a progav shunt system (part # fv413t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years, 3 months. Height: 144 centimeters (cm). Weight: 47 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,065 mm the housing membrane is outside tolerance (0 ± 0.02 mm). Additionally, we could determine an incrustation on the catheter between the valves and external deposits on the catheter in the area of the shuntassistant. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav is operating not within the accepted tolerance in the horizontal position. The shuntassistant is operating within the specified tolerances in the vertical position. An accelerated outflow of the progav could be determined. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results: for the sake of completeness and transparency, we would like to point out that an adjustment test and permeability test were already performed at the hospital after the revision. Based on our test results, we can determine an accelerated outflow and non-adjustability on the progav valve. The cause for the non-adjustability could be the detected deformation of the outer housing, as well as the detected deposits. The cause for the accelerated outflow might be the detected deposits. Deposits caused by natural substances in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.